Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: we were opening sterile items for our surgical case, and our scrub tech noticed what appeared to be dried blood on the inside of the sterile packaging for the suction irrigator. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be the tyvek cover was dirty or the packagers hand had contaminants during packaging.

Event description:
It was reported that a foreign body was found inside the sterile packaging.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a foreign body was found inside the sterile packaging.